Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient developed an infection after a vns generator replacement surgery. The infection presented, and the generator was explanted, less than 2 months after the replacement surgery case occurred. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.